Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without any pt complications. One delivery system in the released position, along with a guidewire, sheath and dilator were received, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for evaluation. The engineering evaluation revealed a crack in the flushing luer of the handle. A curve in the guidewire was located 9 centimeters from the distal tip. No problems were noted with sheath or dilator. Follow up indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of carrier system during the implant procedure was not performed. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."